Manufacturer narrative:
The pump was received with no button response due to a flattened act, down and up buttons dome switch. Inspected the lcd connector and no unlocked connector noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. The customer had symptoms such as feeling dizzy and treated with manual injection. Customer's blood glucose value was 283 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed and customer requested for insulin pump to be replaced and customer reported that buttons were difficult to press.